Event description:
It was reported that the patient's lead has high impedances. It was noted that repositioning of the patient would affect impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection and resistance testing showed the returned lead passed the functional test except channel 4 was found electrical open that would cause the impedance issue. The cause of the electrical open channel is consistent with damage during use.